Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer mistakenly pressed fill tubing instead of fill cannula and delivered unintentional insulin to themselves. The customer immediately drank a large glass of soda. The customer went to the emergency room but did not receive any treatment other than drinking the soda. The customer's lowest blood glucose level was 60 mg/dl. The customer's blood glucose level was 140 mg/dl when discharged from the ER.